Manufacturer narrative:
The insulin pump passed the displacement test, rewind and basic occlusion test. No motor error alarm was noted during testing. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No excessive no delivery alarm was noted during testing. The motor was tested outside of the device and passed. The insulin pump was received with a cracked reservoir tue lip, minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a missing end cap sticker. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery and for a motor error when attempting to program a bolus. The blood glucose reading was 71 mg/dl. The insulin pump had not been exposed to a strong magnetic field. The customer was able to complete the rewind sequence. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.